Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a little piece of insulation was missing on the permanent cautery hook instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments main tube had scratch marks and abrasions. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .0535 x .052 section lifted up roughly .247 above the snake wrist. Failure analysis investigation also found the instruments banana plug was bent. The banana plug was bent towards the center of the instrument. The bent damage may have been likely due to mishandling/ misuse. No other damage was found.